Manufacturer narrative:
Evaluation: a visual inspection of the product shows the lens optic is torn off and a haptic is torn off & missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a aa4204vl single piece silicone lens into pt's eye and the lens tore. The lens was removed with no incision enlargement and another model lens was inserted in the pt's eye. No pt injury.